Event description:
It was reported that the patient presented inappropriate shock on the implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. No intervention was performed. There were no patient consequences.